Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they weren't feeling their stimulation. Caller said they hadn't seen anyone in a long time to put programs or even check it and it had been working for the patient, but for the last maybe 4 days, the controller was not turning the device back on. Caller said that they took the battery pack out of the current controller and put aa batteries in the controller because it said it could use batteries, but the controller wasn't turning the stimulation on. Caller stated that they spoke to a representative yesterday and the representative told them to call patient services to have the controller replaced. During the call, caller reset the controller. Caller confirmed that stimulation was on, but that the patient was not feeling the stimulation. Agent asked the caller if they had gone through the groups and programs and tried adjusting them to see if that would help, and caller confirmed that they had. The issue was not resolved. Agent reviewed that this was a therapy issue and not an external equipment issue. The patient was redirected back to their managing healthcare provider to further address the issue and to meet with a medtronic representative in person for reprogramming to better optimize their therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that the patient met with a manufacturer representative who adjusted a setting. The problem was fixed.